Event description:
On (B)(6) 2009, at (B)(6), both saline and heparin flushes produced by excelsior medical were administered to the patient via a chest port, after a routine blood draw. Approximately 2 minutes after flushing the port, the patient became flushed, tachycardic, and hypoxic. These symptoms were treated as an allergic reaction and he was given benadryl, tagamet, and decadron. When his symptoms continued to progress and he became mottled, the patient was given 500 mg invanz via IV and subsequently transferred to the ER. After being seen at the ER, the physician (dr (B)(6)) stated he thought the reaction was from a contaminant in the flush syringes. Blood cultures were taken and tested positive for gram cocci (+) on the port and peripheral. There was no swelling around the site. Patient has had port for over 4 years.

Manufacturer narrative:
Device 2: brand name: heparin flush syringe, catalog number: 600511000, lot number 27019ds, and 10/2008. A review of the device history records for the lots in question shows that all material passed pre-release sterility testing. Additionally, retention samples were taken from both lots and send to a third-party laboratory for a second round of sterility tests. The results showed that all samples tested were sterile. A total of 10 syringes (5 from lot 27-019-ds and 5 from lot 66-008-bb) were returned to excelsior from (B)(6) product stock. The syringes were fully wrapped and appeared undamaged. Since these syringes were not the samples involved in the reported adverse event and, since retention samples from both lots were already subjected to sterility tests, no further tests were required to be performed on the return samples themselves. As part of the investigation into this incident, excelsior medical had our clinical consultant, dr (B)(4), discuss the details of the event with dr (B)(6), the physician who treated the patient at the ER. Both doctors felt that the reaction was not caused by excelsior's syringe products, but rather a biofilm in the port. Dr (B)(6) also discussed the events that transpired during the patient's treatment in the ER. The reaction was treated as an allergic reaction and the patient was given standard medications to treat this type of condition. Upon receiving treatment, the patient's condition improved quite rapidly and was shortly discharged after making a full recovery. Currently, the patient has returned to his regular treatment regimen for his pre-existing condition.